Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#: (B)(4), product type: programmer patient. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported t hey were having difficulties charging the recharger (insr) when it was plugged into the desktop charger (dtc). It was reported that they had to wiggle the dtc in order for it to accept the charge. They reportedly tried to charge the insr for a long time and the battery doesn't increase. Patient reportedly thinks the pin inside the insr connector jack has some damage. This reportedly started roughly 2 months prior. No further complications reported/anticipated. Additional information was reported that stated the patient had a damaged connector pin. They were calling back stating that they were sent the insr, when she should have received a replacement dtc because the connector pin was damaged. The patient noted that because the connector pin was damaged, the pin did not connect to the insr to charge. They also reported they had no telemetry with or without the programmer antenna. They stated that since october of last year, they had been having problems with the programmer (pp). They had previously changed out the programmer batteries with energizers and met with the rep at the office on (B)(6) 2019. The rep tested the pp and told the patient that the pp had a "mind of its own". A replacement desktop charger and programmer were sent. They also stated that reported that because of the damaged dtc, she was unable to charge the ins, so the ins shut off. They confirmed this issue happened a week ago. The patient reported when the ins shut off, the patient was in "worse pain". They noted she had chronic nerve pain from rsd (indicated this was something she dealt with prior to implant), and when the ins shut off, she couldn't walk. No further complications were reported.